Event description:
It was reported that the leads were fractured. Surgical intervention took place to replace the leads and therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.